Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was in the hospital. The patient arrived at the hospital obtunded, in pain, with hypotension and altered mental status. The healthcare provider (hcp) stated that the patient was in pain today and they would like to increase the pump dose from 150 mcg to 250 mcg for pain management without over sedating. The technical service ts transferred the hcp to the national answering services (nas). Additional information was received a healthcare provider (hcp) stated that the patient was overdosed and hospitalized. The healthcare provider (hcp) stated that the patient was overdosed due a ¿patient dynamic/pharmacist.¿